Event description:
The customer reported the sensors were tested and shown to have difficulty sensing o2 saturation and pulse. There were no patient impact or consequences reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing.  The sensor was determined to be functioning as designed., other, other text: the customer returned 5 sensors to masimo. The lot numbers are 23fmz, 23cbz, 21gyl, 20deg, and 23gcs.

Manufacturer narrative:
Masimo's initial report identified the model as number 4003. Model number 4003 is associated with the gudid number. This supplemental MDR confirms the model number as 4003 to ensure correlation with the gudid number. Masimo also reviewed the UDI number as reported in gudid. The correct entry is (B)(4). Any additional entries associated with this part number will be revised in gudid.

Event description:
The customer reported the sensors were tested and shown to have difficulty sensing o2 saturation and pulse. There was no patient impact or consequences reported.

Manufacturer narrative:
Other text: UDI related data quality updates only. This correction updates the UDI number to include the di and pi fields, all numbers, letters, parentheses, and symbols. This correction is for lot number 23cbz.

Event description:
The customer reported the sensors were tested and shown to have difficulty sensing o2 saturation and pulse. There was no patient impact or consequences reported.

Manufacturer narrative:
This correction updates the UDI number to include the di and pi fields, all numbers, letters, parentheses, and symbols. This correction is for lot number 23fmz.

Event description:
The customer reported the sensors were tested and shown to have difficulty sensing o2 saturation and pulse. There was no patient impact or consequences reported.